Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 weeks after the dental implant was installed in intraoral region #22, its non-osseointegration was observed. Twenty five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type IV.